Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2011, the physician found the device in standby mode. The physician reinitialized and reprogrammed the device without difficulties. The physician asked for the root cause of the switch to standby mode.